Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available history showed no errors, alarms, or warnings related to the complaint. During testing, the pump successfully completed the ez prime steps. The pump was exercised for 24 hours with no loss of prime warnings. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump makes a very loud noise and vibrates every four minutes; however, there is no alarm code on the display screen. Changing the battery does not resolve the issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.